Event description:
It was reported that a patient presented with alleged fracture noted on the patient's right ventricular lead. No electrical malfunction was reported. The lead was capped and replaced on (B)(6) 2024. No adverse patient consequences were reported.